Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the surgeon did not like the way the lens seated in the eye. The lens tore as the surgeon was removing it but there was no pt injury.

Manufacturer narrative:
Eval- results: visual inspection of the returned product showed that only a piece of the optic and half of a haptic plate was returned. There was evidence of a clear surgical residue.